Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation and information gathered, it was presumed that the image was not displayed due to the video communication could not be transmitted to the processor due to the cable breakage. The device shipment record was reviewed and no issues were found. Cable breakage is believed to be due to use handling. This phenomenon could have been prevented. As stated on the IFU (instruction for use) the user manual states: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event, no image, due to a faulty cable unit. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported to olympus the autoclavable camera head malfunctioned during a procedure (B)(6) 2021. The image dropped during the procedure and didn't show an image. No patient harm or injury reported.

Manufacturer narrative:
This supplement is being submitted for additional information received from the customer. The device was inspected prior to use and was found to be in working condition. During set up for the procedure, the camera was dropped and then would not product an image after that. The unknown procedure was successfully completed using a similar device.